Event description:
It was reported that the patient experienced inflation issues and pump dimpling with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the reservoir was removed and replaced. Upon explant the component was not filled enough, air was observed in the device.